Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was an electrically open filter, designator fl26.

Event description:
The customer, a biomedical engineer, contacted physio-control to request service for a non-critical issue with their device.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the device constantly gave a "connect electrodes" message and that paddles lead ECG was inoperative.  As a result, defibrillation would not be available if it were necessary.